Manufacturer narrative:
Eval summary: the delivery system was returned and its evaluation has been completed. There is a major kink (accordion) 50 mm from the end of the graft cover that coincides with the length of the runners. The end of the graft cover at the marker band is folded in and the tapered tip is not fully seated in the end of the graft cover. There is also a kink at 55 cm from the end of the graft cover. An attempt to simulate deployment was difficult because of the shape of the catheter as received. On close examination, one runner was found kinked at the junction with the bond to the middle member. There is also evidence that the graft cover got caught at the base of the tapered tip which likely caused the fold of the graft cover near the marker band. The patient's small and severely calcified anatomy could have caused the graft cover to catch in the leading edge of the tapered tip peak bond transition. It may also require excessive retraction force which would have caused the kink at the end of the graft cover.

Event description:
See MFR # 2953200200700227. A 26 mm diameter x 26 mm diameter x 4 cm length aneurx aortic cuff stent graft was inserted in the patient for the endovascular repair of a migrated aneurx stent graft system. The patient had small, calcified iliac arteries. It was reported that the patient's iliac artery was dissected, and it is unknown whether that happened during insertion or removal of the delivery system. The device was found kinked. An attempt to place another manufacturer's stent graft was also unsuccessful. The decision was made to sew in a darcon graft from the proximal external iliac to the proximal common femoral artery. There was still an endoleak present and the decision was made to leave it untreated because of the risk involved in attempting to repair. The patient will be monitored. No additional clinical sequelae were reported.